Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei(B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: age or date of birth,sex, ethnicity, and race. Findings: the button component (02-029-222-2005) of the tibial tamp guide disengaged from the instrument (02-029-22-2000). Engineering prints of 02-029-122-2000 were reviewed. The overlap between the snap ring¿s od and the ID of the housing lip is .008 for the worst-case scenario. Although the overlap is positive, the small amount could cause disengagement. Corrective action taken: per (B)(4), the committee has determined that the design will be updated, tested, and implemented, after which a staged market withdrawal was conducted. Per CAPA(B)(4): 1. A stock audit was performed for the devices located in 01 (coc). See npr-40446 and npr-45222 for details. 2. The design was updated to increase the overlap of the snap ring and the housing lip components. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to manufacturing issues. There is no reported patient adverse event due to the disengaged device. Per CAPA(B)(4), the root cause for the button disengagement reported was likely the result of insufficient overlap between the snap ring and the lip of the housing to prevent the occurrence of disengagement.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The button popped off tibial tamp guide during impaction. There was no delay to the surgery. The patient was not negatively affected. There was no reported patient injury. No pieces were left in the patient. The representative was not present at the time of the surgery. The device was returned. Inactive agency with no hospital/other contact information for the event. No additional information.